Manufacturer narrative:
The investigation for the reported hemolysis, heart valve damage, thrombus, and the positioning issue has been completed. Pump was not returned for investigation. The cause of the heart valve damage issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the hemolysis issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the positioning issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the thrombus could not be determine without sufficient clinical information.

Event description:
A publication was shared with abiomed ¿ clinical outcomes in acute right ventricular failure with percutaneous right ventricular assist devices: impella rp and protek duo. The publication was from the american college of cardiology in 2021. The publication contained a retrospective review of impella rp and protek duo. The noted complications in impella rp patients included: cannula repositioning, cannula thrombosis, excessive hemolysis, and severe tricuspid regurgitation.

Manufacturer narrative:
D.4, d.6a, d.6b and h.4 catalog number, serial number, lot number, expiration date, unique identifier (UDI) #, implant date, explant date and device manufacture date are unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Rp with smart assist system with automated impella controller. Section: contraindications (united states). ¿the impella rp flex with smartassist system is contraindicated for use with patients experiencing any of the following conditions: disorders of the pulmonary artery wall that would preclude placement or correct positioning of the impella rp flex with smartassist device; mechanical valves, severe valvular stenosis or valvular regurgitation of the tricuspid or pulmonary valve; mural thrombus of the right atrium or vena cava; anatomic conditions precluding insertion of the pump; presence of a vena cava filter or caval interruption device, unless there is clear access from the internal jugular vein to the right atrium that is large enough to accommodate a 22 fr catheter.¿ section: warnings & cautions: cautions ¿patients with tricuspid or pulmonary valve stenosis or insufficiency, and patients with prosthetic tricuspid or pulmonary valves, may be compromised by the use of the impella rp flex with smartassist system catheter.¿ rp with smart assist system with automated impella controller. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. " in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿